Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a male patient was diagnosed with endophthalmitis and presented with light perception only (very limited vision) with visual acuity changed to 20/50, pain, conjunctivitis, vitritis and hypopyon in the right eye along with the presence of aqueous cell and aqueous fibrin post fourteen days from uncomplicated phacoemulsification surgery with iol procedure. Pre-operative medications were given to perform surgery aseptically and wound integrity was found to be intact after performing seidel test post completion of surgery. A culture was performed with no growth. Anterior chamber tap was performed along with intravitreal antibiotics injection but it was not effective. Post operative steroid, antibiotic and non-steroidal anti-inflammatory drugs (nsaid) were prescribed and the patient is under monitoring. Current status of the patient is symptoms continuing. This complaint is pertaining to one of the two patients reported with post operative infections from the facility.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The customer reports the suspect product as unknown. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the available information and no materials received for product evaluation, the root cause of the post op infection is inconclusive. The customer reports the suspect product as unknown. No further investigative or manufacturing actions are warranted at this time. Custom pak product is terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.